Event description:
It was reported that the pt was implanted in 2009. After positioning the fmt an intraoperative test was carried out, but without any positive result. After the surgery, when the pt had awoken, as per the anaesthesiologist report, the pt was not able to hear anything with his left ear. A "pre activation" was performed with the audio processor but without any positive results.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.